Manufacturer narrative:
As reported, patient developed "mesh associated enterocutaneous fistula" and feculent/succus output from abdominal wall almost three years post implant of ventrio st mesh. The patient underwent surgical revision during which there was a takedown of the fistula, a small bowel resection, explantation of the ventrio st mesh and repair of the ventral hernia. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The instructions-for-use, supplied with the device identifies fistula formation as a possible complication in the adverse reactions section. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch form (mw5182185): "the patient has developed a mesh-associated enterocutaneous fistula from implanted mesh during ventral hernia repair". As reported per additional information received: as reported, the patient underwent ventral hernia repair with the implant of ventrio st mesh on (B)(6) 2023. On (B)(6) 2025 the patient had feculent/succus output from abdominal wall. The patient underwent ventral hernia repair on (B)(6) 2026 with the fistula takedown, small bowel resection and explant of the ventrio st mesh.